Event description:
In 2008, the sales representative reported that during surgery, the surgeon was manipulating the screw and the head popped off. There was a ten minute delay in surgery. Additional info rec'd on 08/22/2008, via telephone from the sales representative, the surgeon had already implanted the screw and the surgeon was manipulating the screw when the tulip head came off and left the shaft of the screw in the pt. The surgeon then explanted the shaft of the screw and implanted another screw.

Manufacturer narrative:
Evaluation is pending.